Manufacturer narrative:
Based on the description of the screw there are two potential part numbers, 91-1509 (cross-drive screw) and 99-7209 (center-drive screw). The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
On (B)(6) 2016 oral surgery to deep clean the dental implants and remove part of the screw was performed due to severe inflammation. The entire screw was not removed as this would require removal of the dental implants.

Manufacturer narrative:
The patient provided results that showed that the patient is allergic to materials that are contained within the screw and this most likely caused the inflammation around the implants that led to this revision. The most likely underlying cause of this complaint is patient condition (allergies). There are no indications of manufacturing defects.